Event description:
Additional information received indicates that the event is no longer reportable since the patient's 2 octrode leads were explanted and replaced electively on (B)(6) 2025 to cover patient's new pain pattern as well as the existing pain pattern. The original 2 octrode leads provided effective therapy and there were no allegations.

Manufacturer narrative:
Additional information received indicates that the event is no longer reportable.

Event description:
It was reported; the patient was experiencing ineffective therapy. Reprogramming attempts were unsuccessful at restoring therapy. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.